Event description:
Facility reports a formaldehyde reaction. The patient reacted within 2-3 minutes with burning in the access arm. The blood pump was stopped, the system was discarded and hd terminated. Oxygen given and the patient was transferred to the hospital. Upon further investigation the cause was attributed to user error, as the schiffs reagent (test for residual formaldehyde) was positive. The dialyzer was used without incident for the patient's next dialysis on 11/29/97.